Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the con was trying to adjust the patient's stimulation when, suddenly, it became beyond painful for the patient. The patient had been on program 4 at 4.2 v for a few months and they had tried to increase to 4.3 when they overstimulation issue had occurred. They reduced the stimulation to 2.4 v and the patient was, then, feeling stimulation in their feet, which was not the case before. They confirmed with the programmer that the therapy was not on, although, at the beginning of the report, the patient was on program 4 at 2.4 v. They turned the stimulation on and increased slowly, but increasing it anywhere above 2.4 v was uncomfortable. They were going to contact a healthcare professional (hcp) regarding the sudden increased sensitivity to the stimulation and the stimulation in the wrong location.